Event description:
It was reported that the tsw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the surgeon heard a audible click as he fired the device halfway through process. Patient had internal hemorrhage. Surgeon re-entered laparoscopically the same day. Suction and diathermy was required. Blood loss is unknown. 03/20/1998 additional info rec'd from affiliate, the total amount of blood loss was 1 liter. 03/26/1998-additional info rec'd from affiliate. Additional comments "surgeon heard audible click as he fired the gun halfway through process".

Manufacturer narrative:
Tracking #.50520. Based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "staple line bleeding" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs.